Manufacturer narrative:
Complaint conclusion: as reported, a small dissection was noted in the proximal section of the right renal accessory artery after sonication was delivered in the distal section of the same artery. The physician assessed that the unknown 7f cordis rdc guide catheter might have caused the dissection. A few days later, it was confirmed that the dissection was visible in the final cine at the proximal section of the right renal accessory artery following sonication. The physician treated the dissection with an onyx stent. There were no reports of patient injury. It was confirmed that during the procedure, the guide catheter was seated at the site of the dissection in the proximal section of the right accessory renal artery. This dissection was observed post-sonication, when the guide catheter was pulled back and positioned at the ostium to capture the final cine of the right accessory renal artery. The distance between the site of the dissection and the sonication location in the right accessory renal artery was noted to be approximately 15 millimeters. Additional information was received indicating that the guide catheter had been advanced and placed into the proximal section of the accessory vessel. The non-cordis catheter was then advanced through the guide and positioned in the distal segment of the vessel where sonication was performed. Upon completion of sonication, the non-cordis catheter was retracted into the guide catheter. The physician then pulled back the guide catheter to the ostium of the vessel to perform a final cine, at which point the dissection was observed. The dissection was described as very faint and almost negligible. The physician noted that it could have been left to heal on its own but chose to stent the area. He further stated that the dissection appeared to be a small tear caused by seating the guide catheter deeper into the proximal segment of the vessel. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿artery dissection" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Arterial dissection occurs when a small tear forms in the innermost lining of the arterial wall. Blood is then able to enter the space between the inner and outer layers of the vessel, causing narrowing (stenosis) or complete occlusion. It is possible that excessive manipulation at the access site/access vessels during the procedure can disrupt vessel intima, and is listed in the IFU¿s as a potential complication. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a small dissection was noted in the proximal section of the right renal accessory artery after sonication was delivered in the distal section of the same artery. The physician assessed that the unknown 7f cordis rdc guide catheter might have caused the dissection. A few days later, it was confirmed that the dissection was visible in the final cine at the proximal section of the right renal accessory artery following sonication. The physician treated the dissection with an onyx stent. There were no reports of patient injury. It was confirmed that during the procedure, the guide catheter was seated at the site of the dissection in the proximal section of the right accessory renal artery. This dissection was observed post-sonication, when the guide catheter was pulled back and positioned at the ostium to capture the final cine of the right accessory renal artery. The distance between the site of the dissection and the sonication location in the right accessory renal artery was noted to be approximately 15 millimeters. Additional information was received indicating that the guide catheter had been advanced and placed into the proximal section of the accessory vessel. The non-cordis catheter was then advanced through the guide and positioned in the distal segment of the vessel where sonication was performed. Upon completion of sonication, the non-cordis catheter was retracted into the guide catheter. The physician then pulled back the guide catheter to the ostium of the vessel to perform a final cine, at which point the dissection was observed. The dissection was described as very faint and almost negligible. The physician noted that it could have been left to heal on its own but chose to stent the area. He further stated that the dissection appeared to be a small tear caused by seating the guide catheter deeper into the proximal segment of the vessel. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.